Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 42 mg/dl. Customer addressed bg by consuming carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.